Manufacturer narrative:
Upon investigation of this incident, it was determined that the patient's profile in epic was not showing in the pyxis system, patient and medication orders were in epic and nothing was in pyxis system. A technical support specialist confirmed that the pyxis was working as expected and the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the patient's profile in epic was not showing in the pyxis system, patient and medication orders were in epic and nothing was in pyxis system. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.